Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced three infusion set cannula kinked event in between (B)(6) 2024 three or more hours after insertion. The infusion set was in use for approximately 5-6 hours.the glucose level was 17mmol/l . Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.